Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: inspection of the device confirmed that the tip was fractured from the shaft. Lack of beach marks suggest that the breakage was likely not due to fatigue. The related connector was received with another hex tip jammed in its set screw. The jammed hex tip corners were visibly worn and were not lined up with the hex corners of the set screw, which was also noticeably deformed. This lack of alignment reveals that the hex tip was forcibly rotated while the set screw remained stationary, which confirms that the set screw was jammed in the offset connector. No manufacturing issues were identified during manufacturing record review. Conclusion: the most likely cause of the customer reported event is the application of excessive torque to the hex socket due to a jammed offset connector set screw during the attempted implant removal.

Event description:
It was reported that during removal surger, the surgeon tried to loosen set screw of the offset connector using trio tightener. After the surgeon loosened two set screws, the tip of tightener broke attempting to loosen the 3rd set screw. Additionally the surgeon used trio trauma torque wrench connector the tip of this connector also broke during the surgical procedure.

Event description:
It was reported that during removal surgery the surgeon tried to loosen set screw of the offset connector using trio tightener. After the surgeon loosened two set screws, the tip of tightener broke attempting to loosen the 3rd set screw. Additionally the surgeon used trio trauma torque wrench connector the tip of this connector also broke during the surgical procedure.